Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
I have two infected teeth and this is urgent and needs to happen. There is no negotiation here. I am done with my aligner treatment on bottom and top. And need permanent retainers for both. Please help.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.